Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's investigation. The device was returned to olympus for evaluation and the customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely, the damage to the insulation insert was thermally and/or mechanically induced. Therefore, it is most likely due to wear and tear, improper handling by the customer, or a mechanical overload (such as a shock, accidental dropping, etc.). Additionally, it can not be determined if there was any pre-existing damage the instructions for use (IFU) provides the following warning: ¿4 before use: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the resection sheath had the ceramic beak broken. The issue was found during the therapeutic transurethral resection of the prostate which was completed with a similar device. There were no reports of patient harm as a result of this event.